Event description:
It was reported that the patient received inappropriate hv therapy due to lead noise. High capture thresholds were also noted. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.